Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the tampon inside. She was able to manually remove the tampon and did not seek medical assistance. Consumer also reported some of the tampons in this package had strings that were too short which made the tampons difficult to remove.